Event description:
Reporter stated that pt's blood glucose was measured, on the active system, with a result of 24 mmol/l. Patient's blood glucose was reportedly retested, using the same sample, on an unspecified hospital device with a result of 11 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).